Manufacturer narrative:
Qc and system check were within specifications. The specimens were collected in bd, lithium heparin tubes with gel separators, and centrifuged at 4,000 rpm for 5 minutes. The customer did not question any other patient results. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse performed a preventine maintenance (pm) to the instrument (there is no information why pm was performed). B) the fse found substrate pump with multiple small cracks and leaking. The fse replaced the substrate pump. C) the fse verified the instrument was within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 4.01ng/ml was obtained. The accu tni result was reported out of the lab. The original sample was re-tested for accu tni and the repeated accu tni result was 0.02ng/ml. The customer collected a fresh sample from the patient and tested for accu tni; the result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.